Event description:
A revision surgery involving plus orthopedics implants was performed to repair soft tissue damage. Reportedly the pt presented with decreased range of motion and pain in the shoulder joint. Reportedly no specific trauma or event is associated with the pt's condition, which apparently developed over time. Evaluation of x-rays taken at the time revealed that the prosthetic head and body may have been a little high. Revision surgery was performed to replace the ball head, body, and inclination set to more closely match the pt's anatomy. Bony fixation of the stem was reportedly good and it was not revised. The surgeon has indicated that the pt's condition is not related to the implants themselves.